Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was in the room with a navigation system that uses medical imaging and the programmer "stuck to the magnet" of the equipment. Subsequently, the programmer would not boot up properly. The programmer will be returned for repair. There was no patient involvement.